Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ therapy system. V.a.c.® therapy clinical guidelines and device labeling states that the use of multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate. Device labeling, available in print and online, states: protect periwound skin -multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On may 10 2018, the following information was reported to kci by the patient¿s mother: the patient developed a fungal infection under the v.a.c.® drape. On may 10 2018, the following information was reported to kci by the patient¿s mother: the patient's nurse stated the patient¿s pilonidal cyst wound has a fungal infection located under the drape. She reported they have to use multiple layers of v.a.c.® drape in order to maintain a seal. On may 30 2018: the following information was reported to kci by the nurse: the patient was started on an oral anti-fungal, diflucan, and the activ.a.c.¿ therapy system was placed on hold. No surgical intervention was required. Per review of kci records, a fungal rash was initially noted on (B)(6) 2018. Kci field service made multiple unsuccessful attempts to retrieve the activ.a.c.¿ therapy system, therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ therapy system.

Event description:
On 09 apr 2018, the device was tested per quality control procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 23 jul 2018, the device was tested per quality control procedure by kci quality engineering, and unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.